Event description:
The patient underwent the coil embolization of a left anterior cerebral artery aneurysm and a right middle cerebral artery aneurysm. The patient was stable immediately after the procedure. The patient was discharged approximately four months post procedure in a worsened condition with "severe physical or mental disability (dependent) ". No other information was available.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Mental and physical disability is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.